Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was disconnect at y-site. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20053004. It was reported the tubing disconnected at y-site. I also received another report of the tubing coming apart as the rn was getting ready to spike the IV bag. No ears report for this one. It should be the same lot number because the entire front bin in our supply room has the same lot number.

Manufacturer narrative:
A complaint was received from the customer of damage on tubing near the y-site. No product or photo was returned by the customer. The customer complaint of damage could not be verified due to the product not being returned for failure investigation. A device history record review for model: 2420-0500, lot number: 20053004 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents.

Manufacturer narrative:
The following fields have been updated with additional information: b.4. Date event reported to cfn: 2020-06-23. G.4. Reportable aware date: 2020-06-23.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was disconnect at y-site. The following information was provided by the initial reporter: material no.: 2420-0500, batch no.: 20053004. It was reported the tubing disconnected at y-site. I also received another report of the tubing coming apart as the rn was getting ready to spike the IV bag. No ears report for this one. It should be the same lot number because the entire front bin in our supply room has the same lot number.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was disconnect at y-site. The following information was provided by the initial reporter: material no.: 2420-0500, batch no.: 20053004. It was reported the tubing disconnected at y-site. I also received another report of the tubing coming apart as the rn was getting ready to spike the IV bag. No ears report for this one. It should be the same lot number because the entire front bin in our supply room has the same lot number.